Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump was not working and they are not able to bolus or basal with insulin pump. It was also mentioned that the customer currently in the hospital due to getting a neck fusion done. Blood glucose level was unknown. The insulin pump will not be returned for analysis.